Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Additionally, it was reported that there were air bubbles in the patient line. The customer's blood glucose (bg) level was 145 mg/dl. The patient line was primed to remove air bubbles. Reportedly, the customer reverted to manual injections for several hours and reported a bg level of 380 mg/dl while off of pump therapy. The customer reloaded the cartridge successfully, a new infusion set tubing was connected, a bolus via the pump was delivered, and insulin delivery was resumed.